Event description:
It was reported that a patient with a 25mm 11500a aortic valve is under evaluation for a possible valve in valve procedure after an implant duration of 3 months, 8 days due to severe pvl. Patient presented with dyspnea and fatigue. A tavr has not been scheduled. Per medical records, during hospitalization that followed avr and CABG, a tee identified a severe aortic pvl. The patient then had a heart catheterization, and the aortogram indicated very severe ar. The patient was discharged and presented to follow up visit with dyspnea and fatigue.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary (B)(4), in the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bio prosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling. Per technical summary (B)(4), the anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Based on the information available, a definitive root cause is unable to be determined; however, patient and/or procedural factors likely caused or contributed, including the patient's history of avr, CABG, and other cardiovascular conditions. All pertinent information available to edwards lifesciences has been submitted.